Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, two non-abbott drug eluting stents were implanted. During follow-up visits on (B)(6) 2008, no symptoms, including angina were observed; however, during the follow-up on (B)(6) 2008, in-stent restenosis was found in a non-abbott stent located in the mid right coronary artery (rca). Another non-abbott drug eluting stent was implanted on (B)(6) 2008 to treat the in-stent restenosis. Follow-up visits on (B)(6) 2009 and (B)(6) 2010 indicated that the patient was not having any symptoms and no angina. On (B)(6) 2010, chest discomfort was experienced. On (B)(6) 2011, prior to treating the stenosis in the aortic valve with valve replacement, an angiogram was taken and in-stent restenosis of a xience v stent implanted in the mid rca and the left main trunk (lmt) (unknown date of implant) was confirmed. Coronary artery bypass was performed for treatment, and on (B)(6) 2011, the patient's condition had improved. No additional information was available.